Event description:
Customer alleged the labor & delivery doctor sat on the foot section of the bed which caused the foot section to fall off. This resulted in the doctor falling to the fl. No injury reported.